Event description:
It was reported the patient presented to the emergency room complaining of shortness of breath, lightheadedness and presyncope. Upon interrogation of the device it was noted the patient was in a new onset of atrial fibrillation for 5.5 hours. The patient was in complete heart block. It was noted that during delivery of atrial antitachycardia pacing (atp), the patient was not receiving right ventricular (rv) pacing therapy. This was due to the right atrial (ra) atp being oversensed on the rv channel resulting in asystole during the delivery of atrial atp. The rv lead sensitivity had to be increased to 2.0 mv to eliminate oversensing. The patient was reprogrammed to 2.8 mv per the physician's request. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).